Event description:
Physician treated a pt with 80-90% med lad lesion with moderate calcification and minimal tortuosity. Physician attempted to cross lesion with an angiosculpt device over a 0.014" prowater guide wire (not manufactured by angioscore). The angiosculpt device was unable to cross the lesion, so the physician withdrew after several attempts. Prior to attempting to use the angiosculpt device, the pt had a vasovagal episode. The physician noted the tension was high, so he felt rushed in treating the pt. Physician used an abbott balloon and placed a stent to successfully treat the lesion. The pt was brought back to the hospital with st elevation and acute thrombosis of the stent. Flow was re-established.

Manufacturer narrative:
The angiosculpt device was unable to cross the lesion. The physician used an abbott balloon and placed a stent (not manufactured by angioscore) to treat the pt. The pt was brought back to the hospital with an st elevation and acute thrombosis of the stent. Flow was re-established. It is likely that the placement of the stent may have lead to st elevation and/or acute thrombosis. The angiosculp device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to st elevation and acute thrombosis of the stent. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, thromboembolism is listed as a possible adverse effect of the procedure.